Event description:
Senior mgr at allergan (B)(4) reported two months after treatment with "jvd injection on nose dorsum", the pt developed a "small mass beside nose." A granuloma was suspected. The mass was surgically removed. Further follow-up with the physician noted a biopsy was performed which indicated "foreign body reaction".

Manufacturer narrative:
(B)(4)